Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: arrhythmia requiring surgical intervention. Device issue: no device malfunction has been reported. It was reported that when the pt came in with the acute myocardial infarction (ami), the physician opened the left main with the multi link vision 3.5 x 18; however, the pt experienced a ventricular tachycardia and was put on an intra-aortic balloon pump (iabp), and sent to surgery for coronary artery by-pass (CABG). No additional event or pt info is available.